Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician was having a challenging time getting venous access. A 16fr x 13 cm length non-boston scientific (bsc) introducer sheath was placed over a standard j-wire. It was noted this did not go smoothly. The dilator was removed and then reintroduced to reposition the sheath. Radiography showed the dilator was not in the lumen of the sheath. Both were removed and replaced. The non boston scientific introducer sheath demonstrated a perforation from the dilator of the transseptal puncture (tsp) sheath. The non-bsc guidewire buckled/bent and the tsp sheath perforated through the non-bsc introducer sheath and, subsequently, through the femoral vein. The procedure continued with a new 16 fr sheath being placed. The watchman procedure was completed successfully with the closure device implanted in the laa of the patient. The patient became hemodynamically unstable after the procedure, while still in the room. No pericardial effusion was present. The patients groins were evaluated and a hematoma was noted. Vascular surgery was called in and an angiogram showed that there was an iliac vein perforation. A covered stent was placed and the patient was moved to the intensive care unit. While in the intensive care unit the patient continued to bleed. The patient had disseminated intravascular coagulation and went into hypovolemic shock. The family of the patient decided to remove care for the patient and the patient ultimately passed away.